Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v819673, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that high impedances were noticed on the lead; it was unknown at what point. It was indicated that the rep learned of this issue during a battery replacement due to normal battery depletion. The hcp had decided to check on the lead more. It was noted that the hcp used fluoroscopy to discover that the lead was actually placed in s4. That lead was abandoned and a new lead was placed in s3. The impedance issue was resolved with the new lead. The rep was told that the patient did not have loss of effect with the high impedance or lead placement in s4. The patient was getting good therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v819673, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) they are doing a lead revision and implantable neurostimulator (ins) replacement. Later the rep stated there was no revision, but rather contralateral placement. The rep noted a lead issue. The rep stated they are not getting good numbers on the contralateral side. Later, the rep stated there was no issue to report. The rep stated the hcp wants to place an additional lead on the same side. The rep stated they had called to find out the potential concerns if they were to place a lead in the same foramen as an existing lead. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.